Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (99% stenosis degree) in a moderately tortuous part of the distal rca. After placement of a competitor's stent the orsiro mission was introduced but became caught at the previous stent and was unable to be advanced any further. The delivery catheter was then removed from the body. During this process, the stent became deformed. To complete the intervention, another competitor's stent was used.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (99% stenosis degree) in a moderately tortuous part of the distal rca. After placement of a competitor's stent the orsiro mission was introduced but became caught at the previous stent and was unable to be advanced any further. The delivery catheter was then removed from the body. During this process, the stent became deformed. To complete the intervention, another competitor's stent was used.

Manufacturer narrative:
Combination product: yes the affected complaint device was not returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 %. Based on the conducted investigations, no manufacturing related root cause could be identified. Considering the physicians event description, the root cause for the complaint event is most likely related to the patient's anatomy (i.e., previously implanted stent).